Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh with culdoplasty and anterior colporrhaphy, cystoscopy due to sui and symptomatic uterovaginal prolapsed. It was reported that on (B)(6) 2004, the patient underwent intra-abdominal hernia repair with trelex natural mesh.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and pelvisoft was implanted. The patient underwent a previous procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.